Event description:
The customer reported that the system failed to power up and boot to a usable state. No patient or user injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.